Event description:
The account alleged the brake casters roll and swivel while in brake mode. No injury reported.

Manufacturer narrative:
The account repaired the stretcher; the account stated they did not know what was done to resolve this issue.